Event description:
Porous femoral stem revised 31 months after primary total hip arthroplasty. Prior to revision, patient complained of possible hip dislocation and pain. Radiographs revealed rotation of the modular neck. During revision surgeon noted failure of the femoral stem alignment pin.

Manufacturer narrative:
Other devices used: catalog number 220610 apex modular long 50 neck. Device history records for the stem are intact and conforming and indicate manufacture to specification. Radiographs provided by initial reporter indicate shear failure of the femoral stem cobalt chromium alignment pin.